Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer constantly had bubbles in the reservoir between (B)(6). Customer stated that they had a crack on the upper side of the sensor but it seems to be working okay. Customer also had a cracked insulin pump.